Manufacturer narrative:
The technician isolated the issue to the scale/ppm circuit board. He replaced the scale/ppm circuit board to repair the bed.

Event description:
Information received indicates there is no audible when bed exit alarms.